Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient is seeing the "replace generator soon" message. The patient has effective therapy and no intervention is planned at this time

Event description:
Patient elected to remove entire system on 13 april 22.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.